Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a was returned with the closing trigger partially open, with a gst60w reload loaded in the anvil and with the knife exposed. No functional testing could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, two pins were out of position, the handles were open, the trigger top broken and the frame a part were the pin sit, damaged. Additionally, the knife was noted exposed with a clip jammed that would not allow the knife to returned to the home position. The anvil was manually opened and the reload loaded was noted fully fired and with damage on the cartridge deck. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. The event described is confirmed as the device was received with the closure trigger mechanism damaged. The damage to the device is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy s6 procedure, the gs surgeon used ec60a with ecr60a to liga hepatic vein. The first reload was fired successfully, but when he fired the second ecr60w, then he wanted to open the jaw of ec60a, the jaw couldn¿t be opened. They tried to press the red button of reverse knife, then they pressed the firing trigger, but the firing trigger was hard to be pressed. So they used external force of hands to separate the closing trigger and handle grip to remove the tissue on ec60a. After that, they used other instrument to complete this surgery. Fortunately the patient was okay stability. No patient consequence reported.